Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation there was an intermittent connection in the trunk cable. The root cause for the defective cable was unable to be positively identified. There were no adverse events associated with the defective electrode belt.